Manufacturer narrative:
B1: adverse event/product problem: correction. D4: unique identifier (UDI): correction. The console was not returned for analysis; however, this console was serviced at the customer's facility by a field service engineer (fse). The fse confirmed the lpu board was defective and needed replacement. The fse replaced the lpu and ssd parts and reloaded the software. The laser console passed full functional and electrical safety testing. The lpu board was returned to our quality assurance laboratory. Upon receipt, visual analysis did not identify any physical damage, and the electrical connections were in good condition. Although analysis on the lpu board did not identify any abnormality, the reported clinical observation was confirmed as the fse confirmed onsite that the lpu board was defective. After the fse replaced the lpu board, the issue was resolved. It is likely that the defective lpu board affected the device performance leading to the event experienced by the customer. The review completed on the DHR for this console confirmed that it met specification prior to release, and the most recent console inspection found it to be fully functional with no issues. Based on the information available, and analysis results, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the laser was not powering off even when the emergency stop button was pressed. The laser had to be shut down by pushing the main power switch off. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that the laser was not powering off even when the emergency stop button was pressed. The laser had to be shut down by pushing the main power switch off. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.